Event description:
Two were bent inside inserter went trying to deploy. No patient contact or injury. One folded incorrectly (kept twisting) when physician tried to fold inward to attach to iris. Then it would not open correctly. This ring had patient contact but no injury.